Event description:
The customer called technical support (ts) reporting that the device has a error codes (1208)oxygen not available and (120a) high o2 supply pressure message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer reported no adverse outcome to patient care or therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to test the unit utilizing wall oxygen and e-tanks. The biomed reported that the unit did exhibit the problem while testing the device. The customer has advised that the unit¿s o2 inlet pressure is approximately 50 psi when using wall oxygen and the e-tanks. The customer was advised to complete the pneumatics performance verification tests and report any out of specification results. Per recommendation from the philips¿s tech support, the customer performed the following tests: high-pressure leak test, system leak test, pressure accuracy, air delivery, air flow delivery, oxygen flow accuracy, oxygen mix accuracy. After successful testing, the v60 ran successfully for 72 hours straight. The oxygen manifold was found to have debris. The customer cleaned the debris from the oxygen manifold to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.